Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient temperature did not display. Spare patient temperature cable was used but it did not display. Per follow up information received via email on 21mar2024, the device was under investigation, and case completed with different equipment.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient temperature did not display. Spare patient temperature cable was used but it did not display. Per follow up information received via email on 21mar2024, the device was under investigation, and case completed with different equipment. Per sample evaluation results on 10aug2024, it was reported that the arctic sun device temp cable was not working well.